Manufacturer narrative:
Brake adjuster.

Event description:
It was reported by service report that the brakes were not holding; missing compression spring could potentially result in the side rails falling down during use. No pt involvement or adverse consequences are reported.